Manufacturer narrative:
An event regarding size/fit issue involving a femoral broach-size 7 instrument was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Conclusions: the event could not be confirmed because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as operative reports and x-rays are needed to investigate this event further. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon broached to a size 7, and accepted the fit. When attempting to implant the size 7 stem, he felt it counter sunk into the femur more than the broach. He broached again with the size 7 and felt the broach was sitting much higher than the stem. Eventually he decided to implant the size 7 stem and use one head size larger. He compared the broach and stem over one another, and felt that the stem seemed to be smaller than the broach.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon broached to a size 7, and accepted the fit. When attempting to implant the size 7 stem, he felt it counter sunk into the femur more than the broach. He broached again with the size 7 and felt the broach was sitting much higher than the stem. Eventually he decided to implant the size 7 stem and use one head size larger. He compared the broach and stem over one another, and felt that the stem seemed to be smaller than the broach.